Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 8mm nc emerge was advanced for dilatation. The balloon was initially inflated at 16 atmospheres; however, during the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.